Event description:
New information indicated that chest x-ray confirmed that the right atrial (ra) lead was dislodged.

Event description:
It was reported that the right atrial (ra) lead had dislodged. The ra lead was extracted and a new ra lead was implanted. The patient was stable. The physician believes the patient's anatomy contributed to the ra lead dislodgement.